Manufacturer narrative:
Manufacturer reference number (B)(4).

Event description:
According to the reporter: prior to use, found a crack at the upper seal. The device was not used on a patient. The procedure was completed with another device.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.